Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary ¿ one drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) (part number 314.743, lot number 15175-01) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ the complaint condition is confirmed for the drive shaft as it was received with the distal tip broken off. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Specific details regarding the technique used/handling which led to the device failure were not provided, however it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. Further evaluation at the chu shows that, during use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. The returned drive shaft was received with the distal tip, which mates with the reamer head, broken off. The helix is intact and the broken tip was not received. The missing portion is estimated to be approximately 5mm x 4.5mm. The balance of the device shows surface scratches and is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition but cannot be replicated as the shaft is already broken. A review of the current design drawing was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued and/or having been subjected to excessive force. As described in previous evaluations, it is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide states that no reduction drive or drills with a torque greater than 6nm be used. Specific details regarding the technique used/handling which led to the device failure were not provided, however it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. The unexpected fracture likely subsequently resulted in the disengagement of the locking clip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record review for part 314.743 synthes lot 5682359 / supplier lot 15175-01: release to warehouse date: (B)(6) 2008. Supplier- (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported after sterile processing that the tip of a drive shaft was chipped. There was no patient or procedure involvement. This complaint involves one device. This is report 1 of 1 for (B)(4).